Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. A review of the system logfiles cannot confirm the malfunction. Upon troubleshooting actions, fse found that the c-arm motor potentiometer assembly belt was loose. The customer ran an object into the cover of the motor assembly, cracked the cover and pushing the potentiometer assembly out of position. Fse adjusted the assembly back into position, performed calibration, and replaced the c-arc motor cover. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm was not moving. The device was in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the c-arc motor cover which resolved the issue. The device was returned to use in good working order.